Manufacturer narrative:
The patient remains on lvad support with the replacement pump and no further issues have been reported. The explanted device was returnee to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. Approximately 9 months post implant, the perfusionist reported that the patient had experienced a red heart alarm while at home supported by the power module the patient returned to the hospital and the red heart alarm was reproduced with the movement of the patient. An x-ray revealed potential compression of the percutaneous lead near the pump. A decision was made to exchange the pump.